Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a pump stop associated with a driveline disconnect that would have resulted in a red heart alarm on the system controller. A specific cause for this event could not be found through this evaluation. The controller event log file contained data from 09nov2020 to 10nov2020. There were intermittent power cable disconnect alarms throughout the file. Driveline disconnect alarms were captured on 09nov2020 which resulted in a pump stop event. The driveline was reconnected after approximately 36 minutes, and the pump ramped back up to fixed speed without issue. The pump operated as intended for the duration of the file. Of note, multiple no external power alarms were also identified within the file. Pump function was not interrupted during these alarms. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. This IFU instructs the user to ¿check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿ in section 2, ¿system operations¿. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the driveline disconnected and driveline power fault alarms, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, is currently available. This document also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿ in section 2, ¿how your heart pump works¿. The patient handbook explains that the pump cannot run without power. Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the driveline disconnected and driveline power fault alarms, as well as how to respond to each alarm condition. Additionally, this document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen and complained of an alarm. The patient stated that there was a broken heart alarm and they had chest pain, jaw pain and diaphoresis. Upon review of the log files, technical services noted numerous power cable disconnect events not necessarily associated with power source changes. This could be an issue with the battery clip or with the white power leads. It appears that the driveline was disconnected on (B)(6) 2020 for about 36 minutes. Also on (B)(6) 2020 at 2341 there were several no external power events from both power leads being disconnected. The patient's controller was exchanged and they were discharged without any further symptoms.